Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that interaction with the mildly calcified anatomy resulted in the ratchet being unable to properly engage and release the stent from the delivery system thus resulting in the reported activation failure/ deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the superficial femoral artery with mild calcification. The vessel diameter was 5.5 mm and atherectomy was not used. Pre-dilatation was performed with a 5.5x100 mm amada 18 percutaneous transluminal angioplasty (pta) catheter at 8 atmospheres for 3 to 5 minutes. The 5.5x120 mm supera self expanding stent system (sess) was advanced but the stent only partially deployed in the lesion. Therefore, the stent and delivery system were removed and a new, same size supera sess was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.